Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2019. No additional information was provided. No autopsy was performed. The device was not explanted and was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. Information regarding the cause of death or whether the death was device or therapy related was not provided. An autopsy was not performed. Heartmate 3 lvas, serial number (B)(6), was not explanted and will not be returned for evaluation. The hm3 lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.